Event description:
Boston scientific received information that this pulse generator (pg) and a competitor's right ventricular lead displayed an increase in pacing thresholds and impedances. Noise was also noted on electrograms and was able to be recreated with pocket manipulation and isometrics. The noise was oversensed and lead to pacing inhibition in this pacer dependant patient. The patient reported having dizzy spells but no syncope. The device was reprogrammed to doo with resolved the previous mentioned issues. The physician believed there to be a header issue with the device and brought the patient in for a pg changeout. The device was explanted and replaced. The local field representative indicated that a boston scientific representative was not present at the changeout procedure and the device has not been able to be tracked down for return. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
The device has been returned for analysis.